Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately in june 2015, although no results were provided for this time. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes routine in response to obtaining the alleged inaccurately high results on the subject meter. She denied experiencing any symptoms as a result of the alleged issue. She reported that while at an urgent care clinic she obtained alleged inaccurate high blood glucose results of "327 and 466 mg/dl" on the subject meter compared to "98 and 76 mg/dl" on a doctor/clinic meter, performed within 30 minutes of each other on (B)(6) 2015. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. No medical treatment, other than the blood glucose test, was specified. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient was using the correct testing technique and an approved sample site. The cca also noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient was unable to confirm whether a control solution test was in range. A replacement meter was sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because subject meter did not meet lfs' accuracy criteria and the alleged product issue remained unresolved at the time of troubleshooting.